Event description:
It was reported to boston scientific corporation that during a biopsy procedure while using trupath biopsy devices, the devices were not locking and when they did lock they were deploying by themselves. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device, trupath biopsy needle, was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number was not provided by the end user; therefore, the device manufacture date and expiration date cannot be determined.